Manufacturer narrative:
(B)(4). G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured during femoral implant insertion. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product identified signs of repeated use (dings and marring on the impactor surface). The device is fractured (unable to determine if all pieces are returned). The fracture surface was found to be consistent with the device fractures analyzed in zrm_wa_0507_19, which indicates overload failure or low cycle fatigue culminating in the overload failure. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.